Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of two for the same event; see also 0002184052-2016-00183.

Event description:
The sales associate reported cross threading during a posterior cervical fusion. The doctor was trying to introduce the cap onto the screw with the hand held reducer and stripped the threads of the screw and cap. Cap would not torque properly.

Manufacturer narrative:
The returned screw was examined. The threads were damaged in a manner consistent with cross-threading. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event.